Event description:
It was reported that the lead was noted to have helix extension inside the patient even though the extension procedure had not been done. This was confirmed when the lead was withdrawn. The lead was not used and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and the helix was bent. It was also noted that the helix was distorted from pulled/stretched/overstress, the lead was damaged at implant, the distal electrode was covered in blood, and the lead was noted to be stretched. (B)(4).